Event description:
Hand piece failed in the middle of the case. Opened up and tried 2 more kits and they failed before starting.

Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation number (B)(4) - unit functions within all specs. Refurb console for stock as customer was already sent a replacement. The DHR for console s/n (B)(4) was reviewed and showed that the unit met manufacturing specifications when released and there was no issue related to the complaint.